Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of device memory noted that several shock lead open messages were recorded prior to device explant. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited an extra signal right before intrinsic activity on the rv channel. The signal was oversensed and resulted in a ventricular fibrillation (vf) and premature ventricular contraction (pvc) marker displaying. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remained implanted and in service for 2.7 years and was then explanted and returned for an unspecified reason. A portion of the rv lead was severed and returned.